Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent became dislodged. The physician used a jl 3.5 guide catheter from the radial approach with 2 traverse wires in the left anterior descending (lad) artery and diagonal artery. The physician was able to pre-dilate the mid lad lesion with a maverick 2.0mm x 20mm balloon. When the physician advanced the taxus express2 8.8% 2.5mm x 16mm drug eluting stent, difficulty crossing the lesion was encountered. When the physician attempted to remove the stent/delivery system, the balloon slipped back leaving the stent partially dislodged. The physician then removed the entire system, anticipating the stent would withdraw into the guide catheter. The angioplasty portion of the procedure was successful, however, the pt was sent to radiology to have the stent removed. The taxus stent was removed using a femoral approach, with a 6fr guide and a retrieval wire. The physician was able to snare the stent co-axially, pull it into the guide catheter, and remove the system from the pt. No pt injuries or complications have been reported.